Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. The field service engineer (fse) performed a troubleshot and visual inspection, which identified that the row board cable connection was not fully seated. The fse reseated the cable and resumed testing. No additional issues were noted. The customer verified proper operation through inventory counts. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cacathlab1 main 4 drawer failed and was unable to be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.